Event description:
It was reported that the pump was not exposed to extreme temperatures, but intermittent temperature alarm occurred. Customer cleared the alarm to address the issue. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Customer¿s blood glucose level was 240 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.